Event description:
The report we received from our affiliate indicated that this case is from an academic conference and as reported, the patient had an emergent procedure due ot acute myocardial infarction. The target lesion, located at the mid right coronary artery (rca) was treated with a cypher stent. Eight months after the index procedure, coronary angiography was conducted, in order to conduct eye surgery on the patient. There was no abnormality observed. For the eye surgery, aspirin and ticlopidine hydrochloride were stopped. Nine months after the index procedure, a follow up coronary angiography was conducted and progression of restenosis was observed, therefore, the initial reporter suspected organized thrombus.

Manufacturer narrative:
This complainant originated in an academic conference at the japan society of interventional cardiology, kanto- koshinetsu region, in which a thrombotic event with progression of restenosis occurred approximately nine months following cypher stent placement. It is unknown if additional treatment was required. Anti-platelet therapy had been discontinued one month prior to this event due to planned eye surgery. Indication for the initial sent placement was an acute myocardial infarction (ami). The safety and effectiveness of the cypher stent has not been established for use in patients presenting with an ami. Additional patient, procedural or lesion specific details were requested but are not available. The product was not available for analysis. As no lot number was available, no review of the manufacturing records could be performed. Thrombosis and restenosis are both potential adverse events associated with coronary stent placement. Based on the limited information it is possible that the discontinuation of the aspirin and ticlid may have contributed to the thrombus. However, it is not possible to determine what may have contributed to the restenosis. Please note that the product, cypher stent of unknown catalog and lot number, is not distributed in the united states, however, it is similar to the united states product.